Event description:
While doing a colostomy closure, the proximate ils curved intraluminal stapler malfunctioned. The anvil would not attach to the proximate stapler once it was secured in the proximal portion of the colon. Anvil was removed and a new stapler opened.